Event description:
It was reported that the during an aortic valve replacement the patient was sized for a medium perceval and intraoperative transesophageal echocardiogram showed excessive central jetting. The surgeon decided to explant the valve, resize and then implant a size large and the echocardiogram showed normal functioning. It was stated that there was a delay in the surgery because of the resizing. The explanted valve was discarded and is not available for analysis.

Manufacturer narrative:
A complete manufacturing and material records review for the component has been performed. The results confirmed that the component satisfied all material, visual and performance standards required at the time of manufacture and release.